Event description:
Customer reported an issue where blood glucose level dropped to 50 mg/dl. There was no adverse impact to the customer's blood glucose level. Customer consumed carbohydrates to address low blood glucose, and no third-party assistance was needed. Technical support assisted the customer in updating various settings, including basal rate, correction factor, carb ratio, and target blood glucose. Customer was advised to consult with their healthcare provider when changes to settings are made, and they acknowledged this advice.